Event description:
On (B)(6) 2022, senseonics was made aware of an incident where user received an early sensor replacement alert resulting in a early sensor removal.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
The complaint could not be reproduced during in-vitro testing. However, the review of dms data confirmed that ec 39 was triggered, and the system correctly disabled the sensor due to performance failure and the system's self-test functions are working normally. A rate of change in the sensor's indicators revealed that the cause of the failure 9ec 39) is potentially noise in the glucose response channel. The RMA was for return only since the ec39 alert was received on 83rd day which was past the warranty period. No further resolution was found necessary for this complaint. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4307.